Event description:
Customer's breeze2 meter gave a blood result of 307 mg/dl. The test was repeated on a different meter with a result of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and she is to return her strips for eval.